Event description:
It was reported that the device was used during an unknown procedure. The device jammed when fired. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 03/27/2008. Malformed clip. Evaluation summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 9 clip conforming and 9 malformed clips due to bypass issues. In additional the orange indicator did not showed up after the device locked out. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.